Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred times. The following information was provided by the initial reporter. The customer stated: "tubes have been underfilling. Customer wondering if it's due to the upcoming expiration date (feb)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred times. The following information was provided by the initial reporter. The customer stated: "tubes have been underfilling. Customer wondering if it's due to the upcoming expiration date (feb)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary bd received 8 samples from the customer in support of this complaint. The 8 sample tubes were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were draw tested and underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.